Event description:
Consumer reports very high and very low readings with their meter. Analysis run on clark error grid using competitive readings (158) as ref. Point vs. Bd readings (22) yielded data points in the c range of the grid, outside of acceptable limits.